Event description:
Customer reported the alarm will not release out of hold mode. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Instructions for use state: test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold/suspend led is no longer flashing red. (B)(4).